Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device is filed under separate medwatch reports.

Event description:
It was reported that suture placement with two proglide devices via an 8fr sheath were attempted in the left common femoral artery using the preclose technique prior to an endovascular aortic repair (evar) procedure. Reportedly, when the plunger was removed, no sutures were attached to the needles with both proglide devices. An additional proglide device and compression bandage were used for successful suture placement using the preclose technique and to achieve hemostasis. The sheath was upsized to 20fr and the evar procedure was completed. After suture placement, the patient's (interpronate) common femoral artery (cfa) was found occluded due to the compression bandage. A cut down was performed to treat the occlusion of the cfa and the artery was sutured closed to achieve hemostasis. The sutures of the additional successfully deployed proglide device remain in the patient anatomy. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.